Event description:
Additional information was received indicating this event was reported by the patient via medwatch form number: mw5150122.

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that surgery occurred to explant and replace the leads to address the issue.

Manufacturer narrative:
Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain patient weight.

Event description:
Related manufacturer reference number: 3006705815-2021-02622. It was reported that the patient moved furniture and experienced ineffective therapy. X-rays showed that leads migrated. Surgery may occur to address the issue.